Event description:
On (B)(6) 2019, the lay user/patient¿s daughter contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation as well as additional information obtained when the medical surveillance specialist reviewed the initial call. It was reported that the alleged meter inaccuracy began on (B)(6) 2019 at around 9am. The patient reported obtaining alleged inaccurate blood glucose readings of ¿170, 600 and 300 mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter informed the csr that the patient manages his diabetes with 7-8 units of humalog 75/25 and reported that this is adjusted based on his readings. The reporter reported that the patient did not make any changes to his usual diabetes management routine in response to the alleged inaccuracy issue with the subject meter. The reporter claimed that on (B)(6) 2019 at around 10 am the patient developed symptoms of feeling ¿dizzy, lightheaded and fell¿. The reporter claimed that as a result of the fall the patient had ¿hit his head off of the concrete and had scratches on his head, arm and leg¿. The reporter claimed that she tested the patient¿s blood glucose using an unspecified device and a result of ¿585 mg/dl¿ was obtained. The reporter claimed that at 11 am she gave the patient 7 units of insulin and tested the patient's blood again at 11:15am using a "prodigy autocode" meter and a result of "380 mg/dl" was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient was following a correct testing procedure. The csr noted that the patient was testing with test strips that had been stored correctly, were within their expiry/discard date and the test strip vial had not been cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received treatment from his daughter for a high blood glucose excursion after the alleged inaccuracy issue began.